Event description:
It was reported that during a lap assisted distal gastrectomy, one side of the tissue pad was damaged in 3 hours. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep confirmed that the broken tissue pad attached to the resected tissue.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.